Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, angulation feels broken, won¿t move, feels lose, down angle and up/down angle play failed, and white crystallized contamination (infacol (simethicone)) was evident within the scope air channel. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during maintenance of evis lucera colonovideoscope, the scope angulation will not move and felt lose. Upon inspection and testing of the customer returned device, white crystallized contamination (infacol (simethicone)) was evident within the scope air channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed the device was reprocessed before sent to olympus. It¿s unknown if it was used on a patient with foreign material. The device was checked for abnormalities before use. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. The event can be prevented by following the instructions for use: "detection method is described in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manualchapter 3 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor field performance for this device.